Event description:
It was reported that during a surgical procedure, there were firing issues with the adapter and the device, resulting in the instruments not firing. Additionally, a reload got jammed and could not be straightened prior to firing. The procedure was extended by 15 minutes due to these issues. The devices were replaced to resolve the problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant medical product: egia60avm, egia60avm egia 60 artic vasc med sulu (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6, h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received with a reload attached that was articulated. Functional testing found that the blue unload switch could be fully depressed. The reload could not be removed by pressing the blue unload switch back then twisting and removing the reload from the adapter. The adapter was connected to the gen2 acc software and the strain gauge was in the appropriate range. There were articulation calibration errors in the data saved to the system. The adapter had 4 of 50 procedures remaining. The adapter was connected to an rpa handle running and clamshell. The reload was articulated back toward center. The attached reload could now be removed. An rpa reload was then able to be loaded and unloaded onto the adapter without difficulty. The adapter was connected to an rpa clamshell and an rpa handle running v29.6 software. The device calibrated correctly. The rpa reload was attached to the adapter and was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that device jammed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: articulation mechanism being out of home position. The most likely cause for the additional condition is traced to user. Another unreported condition was identified: articulation calibration error. The most likely cause for the additional condition is not established. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up-control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.